Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a result of 13.7 mmol/l on the mobile system and was having hypoglycemia. The customer experienced symptoms of shaking, sweating, and was weak. The husband checked the customer's blood glucose with a non-roche device, and received a result of 2.0 mmol/l. The customer's husband treated her with lucozade. After 20 minutes, the customer's symptoms subsided and customer was feeling better. No medical treatment was received. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.